Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot #. Add'l info was requested 01/22/2008, 01/23/2008 and 01/25/2008 by phone, fax and mail. Pt records were rec'd 01/23/2008.

Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt compares his vision to looking through a film. He is also having difficulty with near and intermediate vision, starbursts and glare. The pt has had lasik and yag laser procedures and the surgeon reports the corneas are clear. There are two MFR's device reports associated with this event.